Event description:
During pt treatment with the model 3100a, the operator reported difficulty in keeping the piston position display in its center; it was drifting. While the 3100a was performing properly otherwise, the user elected to use another ventilator. There was no pt compromise.